Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire was excessive force. No adverse even resulted from the damaged belt.